Manufacturer narrative:
(B)(4)

Event description:
It was reported that the 840 ventilator had a blank screen. Multiple attempts have been made to try to obtain further information regarding this event but no response received from the customer.